Event description:
It was reported that the pt can no longer hear with his device. He had an accident a couple of weeks ago, with a consequent inflammation over the area of the ci.

Manufacturer narrative:
The device has not been explanted. If it should be explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.